Event description:
It was reported that a user experienced difficulty priming and filling tubing after inserting a new insulin cartridge due to selecting an incorrect infusion set option, which led to being stuck on the cannula selection screen; with remote guidance, the user navigated from the home screen to the cartridge icon, selected fill tubing, and chose the correct tubing option, completing the steps without device malfunction or supply defect. Symptoms included no adverse clinical effects. Outcomes included successful completion of tubing fill with restored pump operation and no need for medical intervention. Investigation included user interview and troubleshooting with education on correct menu navigation and infusion set selection. Investigation of this case revealed user operation error during supply change, with the pump user interface and infusion set selection workflow functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incorrect menu selection, mitigated through user guidance and education.